Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument did not move intuitively. The customer reseated the instrument several times, but the issue persisted. The customer used a backup instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the maryland bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate/confirm the customer reported complaint. Visual inspection did not find any signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint regarding non-intuitive motion was not confirmed by failure analysis, which indicates that the device did not contribute to the customer reported issue. The probable root cause of non-intuitive motion cannot be determined based on the information provided since fa was not able to reproduce the reported complaint. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument did not move intuitively. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not move as operated. There was no patient injury due to the event.

Event description:
Refer to h10/h11 for follow-up information.